Event description:
During catheter set up it was noted that this kit did not contain povidone iodine swab stick. Kit was discarded and another tray was used. No patient harm. Total one layer tray select silicone temperature sensing closed system with 100% silicone temperature sensing foley catheter pre-connected to 400 ml metal free urine meter and 2500 ml drainage bag. Product info (10) 25jbr270, exp 07/31/2027, gtin: (B)(4).